Manufacturer narrative:
Integra has completed their internal investigation on 22 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was confirmed via inspection of item. Three (1-a1059's and 2-a3059) devices were received from this customer and inspected with the complaint description "failure" and at the time these skull clamps were serviced specific details were not provided as to what failure meant as such these devices were assessed to the required inspection criteria and repaired back to full working order. The investigation covered all three devices. Device history record reviewed for this product ID a3059, serial#'s (B)(4), work order# (B)(4), manufactured on 21-apr-2016 show no abnormalities related to the reported failure. These devices manufactured during this period passed all required inspection points with no associated mrr's, variances or rework, see below. No service history is on file for ss161247 and ss161248. No manufacturing or design related trend has been identified. Conclusion: (B)(4). In summary we are unable to confirm or duplicate the end users experience, however general maintenance is required as the left side starburst teeth threads are cross threaded and need to be retapped. This would not have resulted in "the 2 pin side not holding the position when weighted down".

Event description:
This is the second of three reports (same product ID, same product problem, different patients). This report is in regards to the second patient. Linked to mfg reports: 3004608878-2016-00147. 3004608878-2016-00149. A complaint was received that 3 of the a1059 mayfield modified skull clamps experienced a failure in function. The nature of the failure was that the patient's head moved while in prone position. The [skull] pins did not slip, however, it was suspected that a mechanism in the 2 pin side is not holding the position when weighted down. The patient starts in a position of extreme flexion and at the end of the case the patient is much more neutral. The incident occurred on 3 separate patients, whose age and gender were not provided and the date of the incident was not provided. The patient's were prepped for surgery and the incident caused a delay in surgery (amount of time is unknown). There was no report of patient injury or death and it was unknown if the incident required a revision or medical intervention. Additional information was requested.